Event description:
The patient reported they were implanted with a nevro trial and that it was not successful and they ended up having a lead in their butt. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).